Manufacturer narrative:
The manufacturer previously reported information alleging a patient with an dreamstation auto CPAP device has passed away. There was no allegation that the device caused or contributed to the death. Additional information has been requested regarding the details of the reported death. During evaluation of the device at a third party service center, no evidence of foam particles was found. No other device problems were found. The device passed all tests. Section d, g3 and box h has been updated/corrected.

Event description:
The manufacturer received information alleging a patient with an dreamstation auto CPAP device has passed away. There was no allegation that the device caused or contributed to the death. Additional information has been requested regarding the details of the reported death. The reporter did not provide the patient's date of death. The device has been requested for return. The device will not be returned for investigation, the device will be returned to stock. If any additional information becomes available this decision will be re-evaluated using the date of the repair evaluation as the "become aware" date if a reportable issue/malfunction is identified.

Manufacturer narrative:
The manufacturer previously reported information alleging a patient with an dreamstation auto CPAP device has passed away. There was no allegation that the device caused or contributed to the death. Additional information has been requested regarding the details of the reported death. The reporter did not provide the patient's date of death. The device has been requested for return. The device will not be returned for investigation, the device will be returned to stock. If any additional information becomes available this decision will be re-evaluated using the date of the repair evaluation as the "become aware" date if a reportable issue/malfunction is identified. Update: the manufacturer received information alleging a patient with an dreamstation auto CPAP device has passed away. There was no allegation that the device caused or contributed to the death. Additional information has been requested regarding the details of the reported death. The reporter did not provide the patient's date of death. The device has been returned, but not yet evaluated. The manufacturer's investigation is ongoing. Section h: evaluation method code updated. Evaluation results code updated. Conclusion code updated.